Event description:
It was reported that during use with bd facscanto¿ ii system w/fluidics cart bleach mixed with patient samples which impacted patient results. There was no impact to patient. The following information was provided by the initial reporter: it was reported by the customer that bleach is getting into samples.

Manufacturer narrative:
H.3. Based on the investigation results, the reported issue of unexpected results was not confirmed. The potential cause could not be determined. The fse investigated the issue, but could not reproduce the error or confirm any bleach carryover issue. The instrument was returned to operational status. This issue did not impact patient diagnosis or treatment and no user or patient was harmed or injured. The complaint sample was not requested to be returned because the replaced part is not returnable and was discarded. Review of the device history record (DHR) confirmed that the instrument met all the manufacturing specifications prior to release.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facscanto¿ ii system w/fluidics cart bleach mixed with patient samples which impacted patient results. There was no impact to patient. The following information was provided by the initial reporter: it was reported by the customer that bleach is getting in to samples.